Event description:
It was reported that the customer complained the device did not last as long as it should have. It was noted that the device had reached battery depletion in three and half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the customer complained the device did not last as long as it should have. It was noted that the device had reached battery depletion in three and half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.